Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the left ventricular lead was not capturing. Fluoroscopy observed that the lv lead was dislodged. The lead was explanted and replaced. Patient was stable post procedure.